Event description:
A malfunction on the pump was reported, but no notable events occurred prior to this issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided assistance to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reoccurred.